Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient presented for a minimally invasive diagnostic hip tap procedure to rule-out infection of the right hip. The patient presented with "polyethylene wear of enclosed total hip endoprosthesis on the right with osteolysis in gruen zones 1 and 7, as well as charnley zone 1", and had been scheduled for revision surgery to address the polyethylene wear and osteolysis affecting the femur and the acetabulum. The procedure was completed using radiographic imaging without complications. The patient had significantly increasing complaints in the right femoral joint for about 3 months. No triggering trauma was identified. Mobility and weight bearing have been significantly reduced. Clinically, no sign of infection. On right, the patient presented with pronounced limping gait pattern. Mobility in the right femoral joint was extension/flexion 0/0/70°, outer rotation/inner rotation 10/0/0°, abduction/adduction 10/0/0°. Mobility was reportedly limited due to pain. Pain on pressure at groin, trochanter muscle free. Difference in leg length on the right was -2 cm compared to left. X-ray result of the right femoral joint on 2 levels dated (B)(6) 2020 showed a total hip endoprosthesis on the right with cup in secondary cup position, about 2 cm above the original cup center. The cup was affixed with 2 cranial screws. Main finding was the metal femoral head that was positioned significantly decentralized cranially in the polyethylene inlay. Osteolysis along the cranial screws in charnley zone 1. Similarly, osteolysis in grün zones 1 and 7 of the femur. The treatment recommendation: as the trigger was the advanced polyethylene wear, with significant osteolysis on the proximal femur and on the acetabulum, a diagnostic tap of the right femoral joint would be performed to exclude peri-implant infection, followed by a subsequent revision of the total hip endoprosthesis on the right, replacing at least the articulating components (head and liner). A CT scan [computed tomography image] of the right femur was ordered; to evaluate the extent of osteolysis. Depending on the CT findings, replacing the cup would be considered. On (B)(6) 2021 patient received a revision. Inlay change was not possible, so the entire cup was replaced. Competitor components used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.